Event description:
During the evaluation of the bipap a30 silver series at a third-party service center, the event log was reviewed and there was a ventilator inoperative error code, e20, indicating a defective eeprom. The technician recommended replacing the device's pca to address the issue. Additionally, the evaluation of the device data identified unrelated error codes. These error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event. The service technician also noted dust/dirt and tobacco contamination in the device. No repairs were performed and the device is to be scrapped.